Event description:
It was reported that marker was being used following a breast biopsy procedure, according to the reporter, the md pulled back the application before all the pellets were deployed. The last pellet was not deployed and interfered with the removal of the applicator from the biopsy probe. Whwn the application was removed, it was observed that the tip had sheared off. Tip may be in pt's breast.